Manufacturer narrative:
(B)(4). Additional manufacturer narrative. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that seven (7) years, three (3) months post-implantation of this 23mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. The procedure was successfully and there were no reported complications. The patient was later discharged in stable condition.